Event description:
According to available information, mechanical and anatomic indications for inflatable penile prosthesis revision was presented at smsna in october 2022 to characterize the location of inflatable penile prosthesis component failure in patients with coloplast and another device manufacturer. Of a chart review of cases between 2002-2022, only cases having intraoperative documentation of cause for inflatable penile prosthesis failure and device manufacturer were included. Reasons for revision or replacement surgery were categorized into mechanical (tubing, cylinder, or reservoir leak and pump malfunction) and non-mechanical (component herniation, erosion, or crossover). All revisions performed due to non-mechanical reasons were excluded from analysis. Results indicated that among 933 inflatable penile prosthesis cases, 133 patients were identified who underwent 272 revision procedures; 154 met inclusion criteria (96 other manufacturer and 58 coloplast). Forty-four (29%) of those surgeries were revisions of devices placed by outside surgeons, and 110 (71%) were revisions of devices implanted at ut southwestern medical center. Average patient age was 67 years for other manufacturer and 63 years for coloplast (p = 0.086), and the average bmi was 28.7 for other manufacturer and 30.8 for coloplast (p = 0.122). Time to revision was similar between brands at an average of 39 months for other manufacturer and 56 months for coloplast (p = 0.11). Eighty-one (53%) of the surgeries were revisions of one affected implant component, 56 (36%) were full device removal and replacement, and 17 (11%) were full explants. Coloplast devices required revision more frequently due to tubing fracture (p < 0.01), and the other manufacturer devices required revision more frequently due to pump malfunction (p = 0.02). Both devices rarely failed due to cylinder or reservoir defects. Conclusion stated that although time to revision was similar between the two brands, coloplast devices malfunctioned more often due to tubing fracture whereas the other manufacturer devices failed more often due to pump malfunction.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.